Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. During the procedure with the vizigo sheath, irrigation could not be performed and water leakage was observed from the handle end. Change to a new one. A new one was used as replacement. The procedure was not delayed. The procedure was successfully completed. No patient consequence. Additional information was received which indicated that the specific section where the leakage issue occurred was the handle to the shaft transition. Attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The water leakage observed from the handle to the shaft transition issue was assessed as a MDR reportable hemostatic valve leak issue. The irrigation issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. During the procedure with the vizigo sheath, irrigation could not be performed and water leakage was observed from the handle end. Change to a new one. The procedure was successfully completed. No patient consequence. Additional information was received which indicated that the specific section where the leakage issue occurred was the handle to the shaft transition. The irrigation issue was noted after the device was introduced into the patient. Did not use pump then. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 16-dec-2025. Visual inspection and microscopic examination were performed of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was broken in the star section and the irrigation tube was bent, close to the hub. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter, suggesting that excessive force manipulation was applied. No irrigation could be performed due to the bent in the irrigation tube. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak and irrigation issue reported by the customer were confirmed. The potential cause of the damage in the valve could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The potential cause of the bent irrigation tube could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: separation problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿water leakage was observed from the handle end¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was broken in the star section¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was bent¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 30-oct-2025. The irrigation issue was noted after the device was introduced into the patient. Did not use pump then. Steps taken to resolve the irrigation issue. Removed the ablation catheter thmcl smtch sf bid, tc, d-f / d134805 first, then tried to put the ablation catheter into 8.5f sheath with curve viz smc/d138501 again, but the issue still existed. Therefore, changed to a new 8.5f sheath with curve viz smc/d138501 to solve the issue. The irrigation issue was originally considered non-reportable, however, bwi became aware on 30-oct-2025 that the irrigation issue was noted after the device was introduced into the patient and have reassessed the event as reportable. The awareness date for this reportable irrigation issue is 30-oct-2025. In addition, updated under h6. Medical device problem code from device-device incompatibility (a1702) to partial blockage (a140902). Also, added to the d10. Concomitant medical products and therapy dates section "thmcl smtch sf bid, tc, d-f / d134805". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).